Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, user informed the technical support engineer (tse) that they experienced error c-34 on the erbe. The user was instructed to swap the monopolar port and replace the monopolar cable as initial troubleshooting steps. The user stated that these steps would be tried later and confirmed they did not have a spare third-party iesu available. The user continued with the procedure as planned. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the 2 complaints (sr# (B)(4) and sr# (B)(4)) refer to the same issue within the same procedure. The user replaced the erbe with a third party generator to continue with the procedure.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse arrived on customer site and confirmed the error c-00. Fse applied a backup erbe system for temporary use. Fse replaced integrated electro surgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The integrated electro surgical unit (iesu) was analyzed and upon visual inspection, an issue was found that correlated with the reported event. When the unit was tested on the system, it displayed a c-34 error on startup, and the erbe log showed a c-00 error. The complaint regarding erbe error c-34 was confirmed by failure analysis. The probable root cause could be attributed to faulty electrical components inside the erbe generator throwing error c-34. This error indicates a lower voltage than expected during energy activation.